Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had compressor failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit would turn on with high pitch alarm, and the compressor needed replacement. After replacing compressor, the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had compressor failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.